Event description:
See intial report.

Manufacturer narrative:
Through follow-up communication, livanova learned that reusable heating blankets are not used by the hospital and that the water quality monitoring is applied and h2o2 checked daily. Furthermore, h2o2 is added as per IFU instruction when the water in the tank is changed (each 7 days), a disposable pall-aquasafe water filter with an 0.2 ¿m membrane is used for tap water and changed after every clean and the surfaces and water circuits are disinfected prior to initial operation and prior to storing the device. Follow-up activity also revealed that: - positive contamination results are related to samples taken before the disinfection procedures - post disinfection results were not provided - no other surface was tested - the device is placed inside the operating theater during use, but the distance from the patient is unknown - the device is stored full of water, and it is unclear whether the h202 is checked daily during days of non use - whether disposable gloves used solely for hc3t device during cleaning were used is unclear - whether the 3t aerosol collection set is replaced after allowed use period (7 days) is unknown -the field blue tubing set (code: 96-410-774) used with the heater-cooler is not replaced each year as per device instructions for use, the h2o2 level must be checked daily: if this is not applied, the device must be drained. Based on collected evidence, it is reasonable to conclude that the cleaning and disinfection protocol above described is still adopted by customer and that observed deviation from IFU's may have led/contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium gordonae on cardioplegia side, pre-disinfection procedure. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement.g.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402).h.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015.h10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in parkville, australia.through follow-up communication, livanova learned that the device was cleaned regularly as per the instructions for use and that it was placed inside the operating theater during use away from patient with outlet near theater vent. No reusable patient heating blankets were used by the hospital and the 3t aerosol collection set was replaced after every cleaning. Water quality monitoring is applied, the h2o2 checked daily and and topped up when needed. When the device is not used, it is stored full of water. Prior to initial operation and prior to storing the heater-cooler, its surfaces and water circuits are disinfected.it is unknown if h2o2 is checked daily even during days of non-use when the device is stored full of water, if disposable gloves are used during cleaning and if 3t aerosol collection set is replaced. In addition, blue tubing set are not changed every year.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.